Event description:
Customer alleged that the right head rail would not latch. Customer did not allege any injury.

Manufacturer narrative:
There was no resolution information available at the time of this report. More information will be send when it becomes available.